Event description:
During surgery they cut the ra lead exposing the inner conductor which was touching the svc coil. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).